Manufacturer narrative:
A field service technician was on site and investigated the unit in question. The technician troubleshooted the device and found a defective flow sensor which was leaking on the pcb. Thus the failure could be confirmed. The technician replaced: the patient flow sensor, the x1connector, the gasket for rear of device pcb, and the device board, device passed all functional test- cleared for clinical service. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: it was reported that a "pop" and the smell of smoke during a case. Additional information: the incident occurred during patient treatment. (B)(4).